Event description:
The customer states that one pt generated an initial axsym tropnin-I adv assay result of 1.16 ng/ml (ckmb = 1.6 ng/ml, total ck = 27 u/l). Six hours later, another sample was drawn and generated an axsym troponin-I adv assay reuslt of 1.58 ng/ml (ckmb = 1.0 ng/ml). Approximately seven hours later, a new sample generated an axsym troponin-I adv assay result of 1.54 ng/ml (ckmb = 0.8 ng/ml, total ck = 10 u/l). Controls were within specifications on all runs. The pt was transferred to another facility and a cardiac catheterization was performed that indicated no cardiac involvement. The customer used a troponin-I cutoff of less than 0.4 ng/ml. Pt has been discharged with no other impact to pt management reported.